Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: doctor said the stapler would only staple every other time they tried to fire a staple. Device malfunction - that is, the device did not do what it was supposed to do patient status: no patient injury. Intervention: ni.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1491914, was included in the recall.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4) , was included in the recall. Correction to e2.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: doctor said the stapler would only staple every other time they tried to fire a staple. Device malfunction - that is, the device did not do what it was supposed to do. Patient status: no patient injury. Intervention: ni.